Event description:
Information received from the (B)(6) clinical database.treatment of a right ica (internal carotid artery) sidewall aneurysm measuring 2.3mm x 1.98mm. Post pipeline procedure involving two pipelines, it was reported that the patient experienced severe headaches. There was complete occlusion of the right ica, but good collateral flow across the a-comm (anterior communicating) artery.it was reported that the patient's condition resolved on (B)(6) 2011.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.the other device involved in the procedure is as follows:model: fa-77350-12 / lot: not reported / dom: n/a / exp: n/a.(B)(4).